Event description:
The patient reported when sleeping and she will wake up because the v-go needle will be poking patient. The patient explained the needle will come out and then go back into her skin causing pain. The patient stated when this has occurred and patient looked at the v-go and will notice the adhesive pad will be coming up from its sides a little bit. The patient stated this issue occurred when patient is wearing v-go on her abdomen or the back of her arm. The patient discarded the devices. The patient always prepares the site with an alcohol wipe. The patient tries to avoid any areas on her skin where she is placing v-go that have excess skin, hair, muscle, or bone.